Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect the ac power source was due to a physically damaged power connector in the device chasis. The device chassis was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect an ac power source when plugged in. The device was not in use when the fault occurred; therefore, there was no patient involvement.